Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent elevated blood glucose (bg) from 410 to 600 (mg/dl). Manual injections were administered to address bg. Customer declined to remove and inspect the infusion set site as a possible cause. The customer maintained that the pump was not delivering insulin despite no anomalies found during pump system check with tandem technical support.